Event description:
The recipient reportedly experienced inflammation due to device extrusion. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a cut in the silicone on the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced skin flap infections and the device became extruded prior to explant surgery. The recipient has reportedly recovered from explant surgery and the recipient's skin flap conditions improved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent a skin flap surgery on (B)(6) 2019. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.